Event description:
It was reported to philips that the system took an extended time to boot up.the device was outside use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.